Manufacturer narrative:
Exact date unknown, event occurred six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5083938/5104219.

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.